Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted. No number ramping anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Event description:
Customer reported a button error alarm and that the numbers were scrolling without input. The blood glucose reading was 349 mg/dl. She also reported that the belt clip had broken so she wore the insulin pump in her bra. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.